Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (response buttons not working) was not confirmed. Upon investigation the monitor powered on and the response buttons were functional at incoming testing. However, the response buttons will be replaced due to being likely intermittent. The root cause of the intermittent response button cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons were non-functional.